Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that upon insertion in the femoral vein, the balloon was found leaking and as a result was removed. A new kit was opened and used in the same site without issue. The balloon had been pretested prior to use and the balloon pressure was around 500 psi. There was no reported delay, death or complications to the pt.